Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted two rubber feet missing. The evaluation found that the unit had a rem receptacle failure. It was reported that the device rem alarm failed, and the device activated an alarm. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit had faulty rem alarm. The rem signal remained green when it should not. After replacing the socket, the rem was working and functioning correctly tripping at the correct point. There was no patient involvement.